Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge during a patient event. There was no impact to the involved patient.